Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker had reached elective replacement indicator (eri). A month prior, the device had a magnet rate of 100 pulses per minute and 1 year remaining longevity. Automatic capture was programmed on and the device had been in retry for approximately one month. Boston scientific technical services (ts) discussed the device programming and the effect on longevity. The device was explanted and successfully replaced. No adverse patient effects were reported.